Event description:
The catheter for the shockwave was inside the patient's body and shocks were being applied to the balloon. The first round went as expected. While administering the second round of shocks, the doctor noted that he could see electrical sparks inside the clear end of the catheter. The shockwave was immediately stopped at that time and the catheter was removed from the body. No obvious signs noted to the catheter itself. The patient did not appear to have any injury or awareness of malfunction. The catheter was retained to be sent to the manufacturer and device was removed from service.